Manufacturer narrative:
Follow-up #1: date of submission 11/042013 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the keypad symbols are worn. The keypad is torn around the contrast button. The up and ok buttons have an intermittent response. The down button is unresponsive. The contrast button responds properly. Removed the keypad and found contamination under all of the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).